Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis and paratubal cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: no. Of coils: left- 4 coils, right- 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: diagnoses: a. Uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomy: - adenomyosis. - secretory endometrium. - cervix with mild chronic inflammation and nabothian cyst. - bilateral fimbriated fallopian tube with plical fibrosis and paratubal cysts. Gross description: the left fallopian tube is serially sectioned to reveal a tan white, diffusely fibrous lumen which contains a metallic elongated coil structure consistent with essure coil, which measures up to 4.0 cm in length. The serosa of the right fallopian tube is tan-pink and smooth with multiple paratubal cysts identified, ranging from 0.2 to 0.8 cm in greatest dimension, which are filled with clear, serous fluid. The right fallopian tube is serially sectioned to reveal ~ tan-white, diffusely fibrous lumen which contains a metallic elongated coil structure consistent with essure coil, which measures up to 6.0 cm in length. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2022: medical record received: essure removal date was added and surgery details updated. Lab data and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.